Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had a b30 error appear. The issue was observed during reprocessing. There was no patient or procedure involved.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned, and an evaluation was completed. During the inspection, olympus confirmed the reported event. Additionally, the following non-reportable malfunctions were found: the venting port was leaking, the plastic distal end cover was dented, the bending rubber glue was cracked, the light guide lens was scratched, the insertion tube was ripped, the connector body unit was internally corroded, and the radio frequency identification label was peeling. Based on the results of the investigation, it was found that the venting connector leaked during user handling and water invaded the scope connector. This caused an abnormality in the electronic components, leading to no image. The event can be prevented by following the instructions for use which state: important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.